Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy and imaging showed the leads had migrated. Although a manufacturer representative was able to reprogram the patient and provide bilateral pain relief, patient still underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.